Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. A review of the device history records traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All trocars are 100% inspected. This inspection includes evaluation for damaged valves. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was received and reported that the pressure in the eye could not be maintained and was decreasing. As a result, the surgery time was extended. However, the procedure was completed on the same day after the product was replaced with another one. Due to the extended procedure time, the patient received additional drugs necessary for general anesthesia. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received that the pressure in the eye could not be maintained and was decreasing. As a result, the surgery time was extended. However, the procedure was completed on the same day after the product was replaced with another one. Due to the extended procedure time, the patient received additional drugs necessary for general anesthesia. Additional information was requested and non received.

Event description:
A customer reported that the trocars were not self-closing and water was poured out of the trocars, which did not allow to maintain proper pressure in the eyeball which made it difficult to perform posterior vitrectomy surgery. The surgery was completed on the same day after replacing the product with another one. There was no information about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).